Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus delivery. The customer's blood glucose levels were not impacted as the customer was using the pump for a saline trial. The contact stated the customer would successfully re-request the remainder of the bolus and the bolus would successfully be delivered without the need to change any pump supplies.